Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient that they had been sick with a mini stroke and respiratory failure (both unrelated to the device/therapy) and they had been in the rehabilitation hospital as a result of these unrelated adverse events and while there they had lost their programmer. The patient noted they got out of the rehab hospital on (B)(6) 2018 but they had no way of monitoring their therapy because they didn¿t have the programmer. The patient noted their reason for calling had been to replace their programmer. The patient reported they had previously lost the sensation of stimulation from the therapy and stated they need this sensation or they could not pee; they had lost sensation from stimulation so they couldn¿t pee. It was noted the patient did not provide a date for when this issue first occurred. The patient reported they met with a manufacturer representative (rep) on (B)(6) 2019 at their urologist¿s office and the rep turned the ins back on and everything was working. The patient noted they then felt the sensation of stimulation again. The patient reported the rep told them that the wires and the battery were fine and that the battery had plenty of life left. The patient was then given the correct phone number for foundation care and transferred the patient over to foundation care to have their programmer replaced. It was also noted the patient had moved so they had updated information for device registration. The information was updated. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). In response to the inquiry for cause of the patient losing stimulation sensation the hcp replied that it was unclear as the patient had multiple medical issues during that time frame. The hcp noted that the patient's inability to pee had been resolved after the stimulation sensation had been turned back on. There were no further complications reported.